Event description:
Customer complaint reports "foreign substance in the internal lumen". It was reported the device was opened in the or and was not used because of the discoloration and the user noticed the foreign substance when the dilator was inserted. No patient involvement with device reported.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of foreign material inside device cannot be confirmed by the photo. The photo revealed a white, flaky material on a lumen hole on the distal end of the catheter. However, the catheter was shown out of its packaging and it could not be determined exactly how or when the material became present on the catheter. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "read all package insert warnings, precautions and instructions prior to use." The complaint of foreign material inside device cannot be confirmed by the photo. The photo revealed a white, flaky material on a lumen hole on the distal end of the catheter. However, the catheter was shown out of its packaging and it could not be determined exactly how or when the material became present on the catheter. Additionally, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports "foreign substance in the internal lumen". It was reported the device was opened in the or and was not used because of the discoloration and the user noticed the foreign substance when the dilator was inserted. No patient involvement with device reported.